Event description:
Report 1 of 2: it was reported while using an unspecified bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract all the way and the end-user was stuck with the needle. The following information was provided by the initial reporter: "currently use the vacutainer ultratouch push button blood collection set, which staff are unfortunately still having needlestick injuries with". "Butterfly-missed the patient during a blood draw & needle didn't close all the way". "All resulted in body fluid exposure with blood draw follow up for 6 months." There was no other health impact or consequences reported.

Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 2243072-2024-01267 on 30dec2024 in order to file against the correct site registration number. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine the specific material used for this incident. Per the end-user, the material was either 367365 or 367364. Both of these products are manufactured in our sumter, sc facility. Therefore, becton, dickinson & co., (bd), sumter, sc has been listed in sections d.3. And g.1. And the becton, dickinson & co., (bd), sumter, sc FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.